Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tubes the format and the branding of the device labeling was abnormal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd quality had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label content was not observed. The product lacks components that are specified for bd vacutainer® k2edta (k2e) plus blood collection tube, catalog 368171. Furthermore, the photos do not depict the correct hemogard¿ closure and stopper assembly, nor do they meet the specified label requirements. The product in the photos are not bd devices. The device history records could not be reviewed as the lot number provided does not follow bd vacutainer® lot number creation process as a seven-digit number. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tubes the format and the branding of the device labeling was abnormal. No adverse impact was reported regarding the patient or user.